Manufacturer narrative:
Taper unk. (B)(4). The reporter of the complaint was asked to return the product for analysis as well as indicate the product serial number, date of event, implant date and explant date. The info has not yet been received by allergan. The connector type cannot be identified or an assumption made as to the type of connector associated with this complaint because no serial number or implant date was given. Allergan has not received the product at this time. Therefore no analysis or testing has been done. Multiple requests for further info have been made. Allergan has received no response from the authors. Necrosis and aspiration pneumonia are surgical /physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling: there is a risk of band erosion into stomach tissue. Erosion of the band into stomach tissue has been associated with revision surgery after the use of gastric-irritating medications, after stomach damage and after extensive dissection or use of electro-cautery, and during early experience." Symptoms of band erosion may include reduced weight loss, weight gain, access port infection, or abdominal pain. Re-operation to remove the device is required.

Event description:
Received an email on (B)(6) 2012 originally sent by an allergan sales director, who discovered the following post on the (B)(4) website for (B)(4): "last month I saw a lap band pt of mine in the ER who had delayed medical attention because she was laid off, had no insurance and could not afford the urgent care she needed. I took her to the operating room and removed her band and the portion of her pouch that had necrosed. Her aspiration pneumonia finally cleared one month later."